Manufacturer narrative:
Return requested. Replacement non-invasive patient tracker shipped to site. On 03/31/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Used resin head and non-invasive patient tracker and registered with the same instrument. Verified accuracy after registered the resin head. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of 1 centimeter anterior and posterior. Accuracy after registration was confirmed. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found that the tracer pattern was narrow which is the suspected cause of the problem. Software is functioning as designed. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.

Manufacturer narrative:
Device manufacturing date now provided.